Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced maladaptation of meal bolus dosing on the ilet following frequent announcements of less-than-meal sizes, which led to incorrect high bolus calculations and glucose variability at a reported low blood glucose of 40 mg/dl and reported high blood glucose of 311 mg/dl. A factory reset was recommended by the healthcare provider and was completed, after which the system was set up again and returned to automated control. Symptoms included hypoglycemia with shakiness and hyperglycemia with muscle weakness. Outcomes included urgent low glucose and low glucose events that were self-managed with oral glucose without hospitalization. Investigation included troubleshooting and user education regarding meal announcements and reset procedures. Investigation of this case revealed that the device functioned, and the issue was due to user behavior related to incorrect meal size announcements causing system maladaptation of meal boluses. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with successful mitigation after factory reset and guidance.